Event description:
Additional information received from the consumer indicated that they were trying to get authorization to get the implantable neurostimulator (ins) to be taken out but kept getting denied. The patient needed x-rays to do back surgery, 2 discs were broken from their fusion and had another broken disc. The ins was not working. It used to help the patient's right leg but had stopped helping. The ins was set up to go down the right leg but it was not taking the pain away and now needed it to go down both legs.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013 product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was not staying secure in its pocket, it has moved and turned. It was reported to have moved and turned 3 months ago. It's hurting when lying down. The patient admitted to have had a few falls. The patient has been trying to reach the manufacturing representative (rep) to find a doctor that could remove her implant so her back surgeon could fuse her back and so she could have an MRI. Her disk in her upper lumbar and lower lumbar needed to be fused. She has had fusions in the past. The most recent lumbar issue that needed fusion had been an issue for going on a year. She has had a loss of therapy and she stated the spinal cord stimulator (scs) was still getting her stimulation down the leg, but it wasn't providing pain relief. She lost pain relief 6 months ago. The patient said they adjusted the stimulation higher, but that only worked for a while. If additional information becomes available, a follow-up report will be submitted.